Event description:
Nursing staff reported that a surgeon was burned by an electro-surgical unit (esu) during surgery and sustained a burn with blister to the tip of her finger on the hand that was holding the esu. When the physician was burned, staff reported that she jumped and in doing so, she burned her surgical assistant, who also sustained a blister on her hand. Staff obtained a new esu generator, handpiece, and blade while the surgeon & her assistant donned new gloves. There was no injury to the patient. Staff reports that there was no obvious defect in any of the equipment that they were aware of prior to the event. All packaging was intact and the esu generator had passed its last pm. The surgeon reported that she uses this type of device 'all the time.' She had no reason to suspect that it would not function properly and had no difficulty engaging the device. There were no loose connections or evidence of cord fraying to any of the devices. Grounding pads were in place. This event occurred at the beginning of the or case. She reports that when she had just touched the esu needle to the tissues and activated the device by depressing the coag coagulation button, she felt what she described as a 'strong current' and pain in her hand. When she felt this, she jumped, bumping into her assistant & burning her. There was no arc or visible current or flame. Both the surgeon and the assistant noted a hole in their glove after the event--there were no holes in their gloves prior to the event & the md believes the holes were caused by the esu burning her & her assistant. She has never had a problem like this with this kind of device and has not had one since. She has discussed this with her colleagues and none of them have had a similar event. No other cases in the or that day, previously, or since have had such an occurrence. No other or staff have had this experience before. The surgeon reports that her & her assistant's blister are healing; there is no infection; and only redness remains at the site. Neither the surgeon nor the assistant required medical intervention. The surgeon does not believe that the event was related to how she was using the device but rather that there is a problem with the device itself. Biomed biomedical engineering checked the esu generator & it passed the performance check.======================manufacturer response for electrosurgical pencil, goldline (per site reporter)======================we are waiting to hear back from the manufacturer.